Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was found to have exhibited high capture threshold measurements. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.